Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having a lot of difficulty getting their implanted neurostimulator to charge for about 2 weeks. Patient said the controller would be fully charged, but all of a sudden the controller battery would drain down while charging the implant as the recharger cord and paddle would get extremely hot to touch, and wouldn't discover the implanted device to charge. A request was sent to the repair department to replace the recharger.